Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the polaris spectra system control unit (scu) was not working. This was resolved by replacing the scu. The system then passed the system checkout and was found to be fully functional. The scu was returned to the manufacturer for analysis. Analysis found that the scu would not power up on the test bench. A check of the fuses found that one had blown. After replacing the blown fuse, the scu powered up and had normal function. Analysis found that the reported event was related to a electrical issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device. It was reported that the camera was not working. There was no patient present.